Event description:
It was reported that a company representative was seeing an end-of-service (eos) message on the clinician programmer , but then she would see "low" and it would "kick her out" of the screen she was on. It was noted that the implantable neurostimulator (ins) battery depletion was normal. It was noted that the impedances were in the normal range, but there were repeating values. Group impedances were "normal" as well. It was stated that the patient had a loss of therapeutic effect and was not feel stimulation. It was stated that the patient's programming was 1+, 2-, 3+, at 4.0v. It was stated that the representative did reprogramming and the patient was able to feel stimulation , but then it would disappear. The patient was reprogrammed to c+, 3-, at 5.9v. The patient felt stimulation again, but it disappeared again. It was stated that the impedances were in the normal range, but there were "a lot" of repeating values. Additional information received reported that the patient's device was turned off until a replacement could be done. The patient was in the process of being referred for it.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1994, product type extension; product ID 3587a, lot # l33381, implanted: (B)(6) 1994, product type lead. (B)(4).